Event description:
The manufacturer received information alleging a ventilator inoperative alarm on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. There was no harm or injury reported.. The trilogy evo ventilator was returned to the third-party service center for evaluation of an alleged battery charging failure. Review of the device error log revealed multiple ventilator inoperative events had occurred. Ventilator inoperable alarm error code e-46 was noted and indicates the internal battery could not be detected; the internal battery failed. The device's internal battery was replaced to address this issue. Ventilator inoperable code e-110 noted in the device error log indicates a motor shutdown condition. The blower assembly and the system printed circuit board assembly were replaced to address this issue. A ventilator service required alarm e-305 was noted in the device error log indicating the display touchscreen was unresponsive (failed). The display and the display printed circuit board assembly were replaced to address this issue. Additionally, during the service of the device the muffler assembly and air inlet foam filter were replaced for preventative maintenance. Unrelated to the reportable malfunction/issue, the in-line proximal filters were replaced due to contamination. The device passed final testing and was confirmed to operate properly.